Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent communication failure between the dexcom g6 continuous glucose monitor (cgm) sensor and the ilet, resulting in a ¿dosing stops soon¿ alert, and the user was guided to toggle and re-pair the sensor and to manually enter fingerstick values as needed. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user and a third party. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet, associated with the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.